Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from (B)(6) stating that there was debris in the sterile packaging. It is unk if the device was not being used in surgery. There was no add'l info provided.